Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. The programmed setting was in default and there was a loss of capture noted. Clinically, cardiogenic shock was observed which hospitalization in the intensive care unit is required. The lead was then changed. No additional adverse patient effects were reported. The lead was explanted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this complete lead was returned. The finishing wire was returned and stuck in the lead, most likely due to blood/body fluid. The fluoro ring was flattened and the insulation over the ring was scuffed. Evidence suggests that this occurred during the explant procedure when it was grabbed with some type of tool. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.